Event description:
According to the medwatch "patient had a cvc placed in the left femoral artery to monitor arterial pressure during surgery on (B)(6) 2018. On (B)(6) 2018 the line was discontinued and fractured during removal leaving a portion of the catheter in the left femoral artery. Fractured portion of the line was surgically removed on (B)(6) 2018". The patient condition is unknown currently. The customer has been contacted for additional information.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Information received via a medwatch form from the customer. No medwatch number on the form. The customer was contacted to obtain additional information. The customer reports they were not able to determine the lot or model number from the catheter and no longer had the packaging. Additional information regarding patient condition was not provided.

Event description:
According to the medwatch "patient had a cvc placed in the left femoral artery to monitor arterial pressure during surgery on (B)(6) 2018. On (B)(6) 2018 the line was discontinued and fractured during removal leaving a portion of the catheter in the left femoral artery. Fractured portion of the line was surgically removed on (B)(6) 2018". The patient condition is unknown currently. The customer has been contacted for additional information.